Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited error code 45982. The event occurred before infusion, there was no patient involvement.

Manufacturer narrative:
Corrected data: d4 - UDI one device was received for evaluation. Visual inspection found a peeled dso seal, worn uso seal, and a scratched lcd lens. There was no evidence in the event history log. Functional testing was able to duplicate the reported problem. The root cause was unable to be established. To address the issue, the error code was cleared. The service history review had no indication that the complaint was related to a service of the device within the review period.